Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarms unexpected restart and external ram crc error. Customer's blood glucose at time of incident was 180 mg/dl. The customer stated that they have a backup plan. The customer was advised that pump will be replace and agreed.

Manufacturer narrative:
No unexpected alarms were noted during testing. The pump passed the rewind, basic occlusion, displacement, error and self tests. The pump was unable to prime during the prime test due to a faulty force sensor. The pump had a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.